Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. There was no patient involvement, as the customer had stopped use of the pump in november due to a recommendation from their doctor. Reportedly, the customer would continue use of manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).